Event description:
The following was reported to hamiton medical ag: t1 sn: (B)(4). Will not recognize ac or charge. The power cord was swapped with a known working cord but the problem remained. No patient involvement.

Manufacturer narrative:
Replaced power supply. Performed tsw and function tests; all passed. Hamilton medical ag case number is: cer#: (B)(4).